Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred one year ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2218500, model:sc-2218-50, serial: (B)(6).